Event description:
Surgeon using rongeur during lumbar laminectomy. Portion of the instrument broke off during the procedure. The surgeon was able to retrieve the portion of the instrument from the disc space.